Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. The catheter and thermocouple met specifications for electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported ¿noise seen on the ablation signals¿ remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia (avnrt) procedure, noise issues resulted in a procedural delay. There was excessive noise seen on the ablation signals on the non-abbott recording system (cardiolab). A new connecting cable was tested and the catheter was exchanged but the issue persisted. The recording system¿s filters were checked and set appropriately. The catheter was exchanged again, this time for a 4mm medium therapy ablation catheter which resolved the issue and the procedure was completed with adverse consequences for the patient.